Event description:
Attempt made to defibrillate pt in ventricular tachycardia but machine would not fire. Staff were able to quickly access another machine in the unit and convert pt to normal sinus rhythm. Original machine used sent to clinical equipment where the technologist was able to duplicate the exact problem. There could have been a bad outcome if another defibrillator was not readily available.